Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and the explanted leads were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).